Event description:
It was reported when using the pyxis medstation es system had fridge door failure. The user mentioned that the malfunction occurred during dispensing a medication and no delay occurred. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the firmware of the fridge. A field service engineer updated the firmware of the fridge and the application software in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.